Event description:
The pt was implanted with a left ventricular assist device. The hosp reported the pt had a right sided infarction, exhibiting symptoms. Left sided weakness, slurred speech. The pt was administered medication. No adverse events were captured in the log file.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.